Event description:
It was reported that the pain stimulation implantable pulse generator (ipg) was acting up, with prolonged charging times of six hours or longer, intermittent loss of stimulation, and discomfort due to its placement on the belt line in the abdomen. The patient indicated that the device was nearing the end of the recommended time frame for replacement, and a replacement procedure was planned. An x-ray of the implant area was performed, and a magnetic resonance imaging (MRI) was planned prior to device replacement. The patient was redirected to their healthcare provider to further address the issue and to inquire about the lead model.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported that last night they saw an eos message on their recharger screen. Patient stated that they are not sure when they first saw the message, but they think it was a por (power on reset) message about a month ago. Patient reported that it is taking 6- 7 hours to charge the implanted neurostimulators battery and the battery is discharging rather quickly. Patient asked the ins will cause any harm to his body when its not working. Patient said when the device is working properly it gives them relief and they can tell right away when the implant battery is down because the stimulation is totally different and not nearly what it is when it is fully charged. Patient stated they are having ins replacement in the middle of sept and having abrasion (B)(6) 2025. Patient stated his new hcp is dr (B)(6). Agent reviewed device function. Agent reviewed meaning of eos and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025. The pt responded to a follow up request stating the device has not been removed yet, so they did not provide the explant date. No factors were provided that may have contributed to the reported stimulation and recharging issues. The pt noted the ins was "at the end of its duration", so they would be getting a new stimulator. The issue has not been resolved yet, but the pt will be meeting with their doctor soon to resolve this. The pt noted it was still working intermittently and it was still implanted in their body.